Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier and its accessories were not returned to fph in (B)(4) for evaluation. Questions were sent in an effort to obtain further information, however no response has been received. Our investigation is accordingly based on the information reported by the healthcare facility and our knowledge of the product. It was reported that the temperature probe connected to an mr850 respiratory humidifier was not placed back into the breathing circuit. The error was noticed and corrected by a respiratory therapist who placed then the temperature probe back into the circuit. Later, the hospital staff observed burns on the back of the patient's head and under both earlobes. It was further reported that the patient's head had been lying on the used fph optiflow cannula and the patient experienced blisters from the burn. It was also reported that the patient is fine and the burn healed. No further patient consequence was reported. Result: at the time of the incident, the subject mr850 was checked by a biomedical engineer at the hospital. It was reported that the subject device was functional and no fault was found. Conclusion: the subject mr850 was found to operate normally and no fault was found. We are unable to confirm the reported event. Based on our investigation, it is likely that the reported event occurred due to user error in the set-up of the mr850 and its accessories. The mr850 humidification system has many means of protective measures, in particular there is a high temperature alarm, which is generated if the airway temperature exceeds 43°c. The displayed temperature is an indication of the dew point of the gas, and hence the thermal energy associated. If this high temperature alarm is initiated, the humidifier will immediately and automatically shut down all power to the heater wire and the heater plate. The mr850 respiratory humidifier also complies with the requirements specified on the iso 8185 respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems. This standard contains several requirements relating to the safety and performance of respiratory humidification systems. To prevent thermal injury, the standard also includes maximum enthalpy limits for humidified gas delivered through respiratory humidification systems. The user instructions provided with the mr850 respiratory humidifier contains the following warning: - ensure that both temperature probes are correctly and securely fitted. Failure to do so may result in temperatures in excess of 41°c being delivered to the patient. The user instructions also state: - push the chamber probe and airway probe into the breathing circuit. Make sure the chamber probe is correctly located in its key-way and that both probes are pushed home. A fph representative has since visited the healthcare facility to provide further education and training and highlighted the importance of setting up the mr850 correctly with its accessories.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that the temperature probe connected to an mr850 respiratory humidifier was not placed back into the breathing circuit. The error was noticed and corrected by a respiratory therapist who placed then the temperature probe back into the circuit. Later, the hospital staff observed burns on the back of the patient's head and under both earlobes. It was further reported that the patient's head had been lying on the used fph optiflow cannula and the patient experienced blisters from the burn. It was also reported that the patient is fine and the burn healed. The mr850 humidifier was functionally checked by a biomedical engineer at the hospital and it was confirmed that the unit was functional and no fault was found. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr850 humidifier and/or the complaint cannula caused or contributed to the reported event. We are also attempting to obtain the subject complaint devices for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the temperature probe connected to an mr850 respiratory humidifier was not placed back into the breathing circuit. The error was noticed and corrected by a respiratory therapist who placed then the temperature probe back into the circuit. Later, the hospital staff observed burns on the back of the patient's head and under both earlobes. It was further reported that the patient's head had been lying on the used fph optiflow cannula and the patient experienced blisters from the burn. It was also reported that the patient is fine and the burn healed. The mr850 humidifier was functionally checked by a biomedical engineer at the hospital and it was confirmed that the unit was functional and no fault was found. No further patient consequence was reported.